Event description:
The patient reported a switching of battery power sources when the battery charge is not less than 10%. The batteries were replaced from stock. Additional information reported that the controller was exchanged due to a bent pin and that this may have been causing the battery symptoms. There was no effect on the patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination on the batteries, but slightly bent pins on the controller. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events. Analysis of battery ((B)(4)) revealed that the battery failed to meet specifications. The battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. Analysis of batteries ((B)(4)) revealed that the devices met specifications. These devices passed visual inspection and functional testing. However, log files revealed these devices were involved in power switching events. The controller failed visual examination due to bent pins. However, the controller passed functional testing and was able to properly connect to the batteries during testing. Therefore the switching was most likely not due to the bent pins. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and battery. The manufacturer has opened an internal investigation to evaluate these types of issues. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
The device was used for treatment. A review of a photographic image of the controller confirmed one of five pins to be bent. The involved batteries and controller have been received with full analysis pending.

Manufacturer narrative:
Analysis of the returned devices revealed the following: (B)(4): the returned battery passed visual inspection but failed functional testing. During the maccor testing, the battery exhibited early depletion of cell pair #3 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 and 2.7 volts and the fet to open. While the exact cause of the reported event cannot be conclusively determined, functional test results indicate that the battery in question had a cell pair not performing to its required specifications. Investigation into this issue has been initiated with corrective actions/preventive actions implemented by the manufacturer. (B)(4): the returned batteries passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Log analysis indicates that there was a series of premature battery switching. These batteries performed per specification under testing conditions. (B)(4): the controller passes visual and functional testing. No external abnormalities were noted and all connectors were clean with no abnormalities. System testing did not indicate any abnormal operation of the controller. Review of the data log files graphically reveals some instances of premature switching events before the 25% threshold. However the reported event could not be duplicated at bench level. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected battery. Investigation into this issue has been initiated with corrective actions/preventive actions implemented by the manufacturer. A review of the incoming inspection records of the batteries and the controller indicated there were no nonconformances generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the reported events. The patient manual warns to keep a spare controller and spare, fully charged batteries available at all time and outlines instructions for exchange of devices.